Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen). The patient removed the pod after their blood glucose level (bg) rose to 25.9 mmol/l (466.2 mg/dl). The adhesive was reportedly coming loose from the infusion site, causing the cannula to dislodge from the skin. To treat the high bgs, the patient placed a new pod. A week later, the patient had a doctor's appointment and the site had a fluid discharge coming out and the doctor prescribed co-amoxiclav, 500/125mg three times a day for 7 days. The pod has been discarded.